Event description:
It was reported that bd ultra fine¿ pen needle hub can not be removed from the outer cover. This was discovered during use. The following information was provided by the initial reporter: it was reported that she can not remove the needle and hub from the outer cover. Consumer reported when removing the tear drop label from some of the bd nano pen needles in her current box, she can not remove the needle/hub piece from the outer plastic cover. Stated the whole pen needle piece will not come out of the outer cover. Stated she has to use a screw driver to remove some of them from the outer cover. Exact amount affected from box is unknown. Stated she will send back 5 used samples and 5 unused rep samples.

Manufacturer narrative:
The following fields have been updated with additional information: d.10. Device available for eval? Yes d.10. Returned to manufacturer on: 2020-06-29. H.3. Device returned to manufacturer: yes h.3. Device eval by manufacturer: yes h.6. Investigation summary: level a investigation - complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_1__; occurrence: a complaint history check was performed and this is the 1st related complaint for does not detach as intended outer cover on lot # 9183081. Investigation summary: customer returned (64) sealed 4mm, 32g pen needles from lot # 9183081. Customer states that she cannot remove the needle and hub from the outer cover. Thirty out of 64 returned pen needles were tested and all were able to have the outer cover removed without any observed defects. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Investigation conclusion: based on the samples and/or photo(s) received the investigation concluded: - unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time. H3 other text : see h.10

Manufacturer narrative:
Investigation summary: level a investigation - complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_1__; occurrence: a complaint history check was performed and this is the 1st related complaint for does not detach as intended outer cover on lot # 9183081. Investigation summary: no samples were returned therefore the complaint could not be confirmed. If samples are received in the future the complaint will be reopened for further investigation. A lot history review was carried out and no related non conformance's were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Investigation conclusion: as no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that bd ultra fine¿ pen needle hub can not be removed from the outer cover. This was discovered during use. The following information was provided by the initial reporter: it was reported that she can not remove the needle and hub from the outer cover. Consumer reported when removing the tear drop label from some of the bd nano pen needles in her current box, she can not remove the needle/hub piece from the outer plastic cover. Stated the whole pen needle piece will not come out of the outer cover. Stated she has to use a screw driver to remove some of them from the outer cover. Exact amount affected from box is unknown. Stated she will send back 5 used samples and 5 unused rep samples.